Event description:
Stop working, replace left hearing aid six times in two years; right hearing aid two times in two years. Also the charger once. I go 2 to 4 weeks every two months without hearing aids. Reference reports: mw5150896, mw5150897, mw5150898, mw5150899, mw5150900, mw5150901, mw5150902.